Event description:
The patient reportedly was unable to hear while using their device. The patient's parent exchanged external hardware, however, the problem was not resolved. Two days later the patient was seen at the center for device evaluation. External hardware was exchanged. However, the problem was not yet resolved. Testing performed confirmed that the device was no longer functioning.